Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 513 mg/dl at one point after a set change. The patient had not treated yet. During troubleshooting the customer was able to prime without incident. The drive support cap appeared normal. The customer mentioned that he felt mild pain at his site. There were multiple large air bubbles in the tubing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.